Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149324 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m149324 , test base part number 190-430 / lot m149324 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149324 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with theid now covid-19 assay performed on (B)(6) 2021 on a becton dickenson flock nasopharyngeal swab sample. Confirmation testing (lamp method) testing was performed (B)(6) 2021 on a nasopharyngeal swab (becton dickenson flock) sample and generated negative results. The customer stated the patient was asymptomatic. The patient was admitted to the hospital for shunt blockage surgery. No additional patient information, including treatment and outcome, was provided pertaining to the patient's test results.